Event description:
It was reported that a gray particle was floating in the solution of the cadd while inspecting over the white board. There was no patient involvement. The possible lot numbers are as listed: 6022037, 6012479, 6012478, 6004936, 6022037, 4461359, 4390630, and 4461358.

Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.